Manufacturer narrative:
U.s. Agent notified on (B)(4) 2013. Manufacturing site evaluation: forced fracture caused by bending. The rivet sunk. This is an evidence that the instruments jaw was bent. There are no hints for material or product failures. Dimensions, material (1.4021) and hardness (47 hrc) ) are according to the specifications. No corrective action required.

Event description:
Device 1 of 2: see 2916714-2013-00223. Country of complaint: (B)(6). During neurosurgery, tools fractured. Leads to extending the duration of treatment. There were no complications related to the conduct of operations.